Manufacturer narrative:
A field service engineer (fse) arrived at the customer site to address the reported event. The fse replaced the tip of the bf probe assembly and cleaned the detector unit to resolve the issue. To further troubleshoot, fse ran two lots of e2 and tes test cups on high and low qcs; fse observed a difference in low qc for e2 between two lots as well as passing, yet high results of low qc of tes. Fse then took temperature readings of the substrate, wash, and incubator and noted they needed adjustments. Fse resolved the complaint by adjusting the temperature of the substrate, wash, and incubator. While only the substrate temperature failed temp criteria of +/- 1c, fse adjusted the others as they were on the edge of the range. Fse validated the instrument by re-calibrating both lots of e2 cups as well as tes. Fse then ran high & low qc on e2 and tes. Additionally, ran qc1 and qc3 precision on e2 and tes. Finally, ran e2 patient precision, splitting samples between am & pm. Precision for e2 qc & patient runs, recovered with coefficient of variation (cv%) below 10% and qc results met customers range criteria; all results were within acceptable range. Precision for tes low qc precision results passed within bio-rad ranges but slightly outside of customer established range. Customer was advised to adjust mean/range criteria for tes low qc. The aia-360 instrument is performing within manufacturer's specifications. No further action was required. A 13-month complaint history review and service history review through aware date of event for similar complaints was performed for serial number (B)(4). There were no similar complaints identified during the search period. A 13-month lot history review for similar complaints was performed for estradiol (e2) lot j412932 & testosterone (tes) lot j2124c2. There were no similar complaints identified during the search period. The estradiol st aia-pack e2 analyte application manual states the following: evaluation of results. Quality control. In order to monitor and evaluate the precision of the analytical performance, it is recommended. That commercially available control samples be assayed daily. The minimum recommendations for the frequency of running internal control material are: -after calibration, two levels of controls are run in order to accept the calibration curve. -the two levels of controls are also repeated after calibration when certain service procedures are performed (e.g. Temperature adjustment, sampling mechanism changes, maintenance of the wash probe or detector lamp adjustment or change). -after daily maintenance, at least two levels of the control should be run in order to verify the overall performance of the tosoh aia system analyzers. If one or more control sample value(s) is out of the acceptable range, it will be necessary to investigate the validity of the calibration curve before reporting patient results. Standard laboratory procedures should be followed in accordance with the regulatory agency under which the laboratory operates. Limitations of the procedure for diagnostic purposes, the results obtained from this assay should be used in conjunction with other data (e.g. Symptoms, results of other tests, clinical impressions, therapy, etc.). Using st aia-pack e2, the highest concentration of estradiol measurable without dilution is approximately 3000 pg/ml, and the lowest measurable concentration is 25 pg/ml (assay sensitivity). Although the approximate value of the highest calibrator is 3250 pg/ml, the exact concentration may be slightly different. The assay specification, assay range high, should be defined as the upper limit of the assay range, 3000 pg/ml. Assignment of values the st aia-pack e2 calibrator set contains assigned concentrations of estradiol. The assigned value is determined on a lot-to-lot basis and is designed to provide an assay calibration range of approximately 0 to 3250 pg/ml of estradiol. The calibrator set has been prepared gravimetrically and is compared to internal reference standards. Results -since there is an inverse relationship between concentration and rate, the rates should decrease as the concentration increases. -the replicate values should be within a 10% range. The testosterone st aia-pack tes analyte application manual states the following: evaluation of results quality control in order to monitor and evaluate the precision of the analytical performance, it is recommended that commercially available control samples be assayed daily. The minimum recommendations for the frequency of running internal control material are: · after calibration, two levels of controls are run in order to accept the calibration curve. · the two levels of controls are also repeated after calibration when certain service procedures are performed (e.g. Temperature adjustment, sampling mechanism changes, maintenance of the wash probe or detector lamp adjustment or change). · after daily maintenance, at least two levels of the control should be run in order to verify the overall performance of the tosoh aia system analyzers. If one or more control sample value(s) is out of the acceptable range, it will be necessary to investigate the validity of the calibration curve and the assay results before reporting patient values. Standard laboratory procedures should be followed in accordance with the regulatory agency under which the laboratory operates. Limitations of the procedure: for diagnostic purposes, the results obtained from this assay should be used in conjunction with other data (e.g., symptoms, results of other tests, clinical impressions, therapy, etc.). Using st aia-pack testosterone, the highest concentration of testosterone measurable without dilution is approximately 2200 ng/dl, and the lowest measurable concentration is 10 ng/dl (assay sensitivity). Although the approximate value of the highest calibrator is 2200 ng/dl, the exact concentration may be slightly different. The assay specification, assay range high, should be defined as the upper limit of the assay range, 2200 ng/dl. Certain medications may interfere with assay performance. Specimens from patients taking medicines and/or medical treatment may show erroneous results. All results should be interpreted with respect to the clinical picture of the patient. For a more complete understanding of the limitations of this procedure, please refer to the specimen collection and handling, warnings and precautions, storage and stability, and procedural notes sections in this insert sheet. The most probable cause of the reported event was due to high temperature of substrate system.

Event description:
A customer reported getting discrepant estradiol (e2) lot j412932 results on three (3) patient samples generated with the aia-360 instrument. The customer reported that the first patient (patient a; identified as male) tested 971.4 pg/ml (reference ranges male: <25 - 75 pg/ml, and when retested result was <l. The patient's plasma was refrigerated overnight and retested twice the next day and received <l for both results. Two other patients (patient b & c; no sex information provided) were tested for e2; patient b's result on first day was 51.2pg/ml, and second day retest was 27pg/ml. Patient c first day result was 87.1pg/ml, and second day retest result was 25.1pg/ml. The repeat results are higher than 10%-point difference from original result. Quality control (qc) results from the days of the runs were in range for e2. Technical support specialist (tss) sent a new lot of e2; customer was advised to calibrate with new lot, then run 10 replicate precision and report result. The customer also reported discrepant testosterone (tes) lot j2124c2 high qc and patient sample results on same aia-360 instrument. The customer is concerned that the patient specimens are seeing the same high trend occurring on the qc. The tss sent a new calibrator for testosterone and mac controls to verify qc. The customer received calibrator and mac controls and calibrated with new testosterone calibrator lot and ran mac qc, all the mac qc lot were acceptable. The customer ran bio-rad (br) 40970 qc in triplicate, and results were in acceptable qc target range for br, but not in customer's own peer ranges. A field service engineer was dispatched to further investigate the reported event. There was no indication of any patient intervention or adverse health consequences due to the reported discrepant patient results.